Event description:
It has been reported to philips that the system was not booting up. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that ippc power on self test (post) was failing. The ippc software was reinstalled and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting up. Upon functional testing the fse found ippc power on self-test (post) was failing .the field service engineer (fse) was reinstalled ippc software .after ippc software installation , the system was returned to use in good working order. The codes were updated based on the investigation outcome.